Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the aiming beam fires straight out of the fiber @ 1,073 joules of use. ¿there was an audible pop and the aiming beam was firing out the front of the fiber.¿ the procedure was completed using a second fiber. Patient outcome: ¿ok¿ reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage besides crystal deposits at the outer flow tubing open end; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing; no failure was found. Fiber card analysis: use date: not yet ¿ no procedure data; card information does not match warranty form information. Probable root cause: based on the results of the investigation, the product complaint of "aiming beam fires straight out of fiber" could not be confirmed; there is no failure found with the returned product.